Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm and assisted in troubleshooting the alarm. The hp would follow up with the nurse to let her know about the alarm and instructions on what to do next. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the care giver (cg), the cg stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The cg stated that this was an isolated event. The cg stated the (hp) is currently performing therapy without any complications. The hp started over with new supplies.